Event description:
Same case as MDR ID: 2134265-2015-03064. It was reported that the burr and rotawire became stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink¿ plus and rotawire¿ were used and advanced to the target lesion. During the procedure, dynaglide technique were used to reach the stenosed area and the 1.25mm burr encountered no problem. After, the burr was exchanged with a 1.50mm rotalink¿ burr and was tested without a problem. When they advanced the burr to the lesion, after the first movement, it was noted that the burr stopped distally and was not possible to start the burr anymore. A red stall light was illuminated at the rotablator console. It was not possible to start the burr because it was stuck to the calcified lesion. Patient was sent to surgery and it went well and the burr and rotawire were removed. Bypass surgery was done at the same time and the patient¿s condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).